Manufacturer narrative:
The build lhr for (B)(6) 10207 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk management files were reviewed and no new riskc were identified. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain, rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that pt had m6-c implanted at c5/6 and cage and plated implanted at c6/7 on (B)(6) 2019. On recent imaging bone resorption/osteolysis was noticed at c5/6. The cage and plate at c6/7 looked fused. A revision surgery was performed on (B)(6) 2023 to remove the m6-c at c5/6. Post-op patient is clinically well.